Event description:
It was reported that the fast-fix anchor was broken. This lead to a delay of between 0 an 30 minutes. A backup was available to complete the procedure without patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the delivery needle is bent on two planes. The suture and ts are free from the delivery needle and were returned. Examination of the construct shows t1 is free from the suture. T1 is missing its distal end prior to the first suture slot it appears that t1 has been abraded with some type of rotary device relative to the suture slots. T2 shows no abnormalities. The suture has been cut where t1 normally resides. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. The condition of the device indicates the suture was inadvertently cut during placement causing t1 to come free from the construct. Per the device IFU under warning "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified two additional complaints for this manufactured lot. Information was received.